Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 47 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had been previously admitted from (B)(6) 2017 for hemoglobin (hgb) of 7.6 and monitoring was recommended from gastroenterology (gi). On (B)(6) 2018, the patient was admitted to the emergency department with hgb of 5.5. Gi was consulted and fatigue was endorsed with dyspnea on exertion. Plan for upper double balloon enteroscopy and upper device assisted enteroscopy. On (B)(6) 2018 test results revealed streaming mid-jejunal lesion status post argon plasma coagulation (apc), polypoid lesion seen in the proximal small bowel, and was not biopsied. Cauterization of duodenal angioectasias and streaming submucosal lesions was performed. The patient was transfused with 2 units of packed red blood cells (prbc) on (B)(6) 2018 with hemoglobin (hgb) 5.5. The following day, the patient was transfused with 1 unit of prbc with hgb 6.5. On (B)(6) 2018, the patient received 1 unit of prbc with hgb of 7.3 and 1 unit of prbc with hgb of 7.7.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.